Event description:
It was reported that the device had an energy fault error code. The customer stated that the device would not be capable of delivering energy. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number and ordering info for a replacement main pcb. The customer later confirmed that the main pcb assembly was replaced, restoring proper device operation. The device was returned to service. The replaced assembly will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.